Manufacturer narrative:
Covidien technical support engineer troubleshot this issue with the customer over the phone. The customer was advised to replace the analog interface pcb and to perform performance verification test (pvt).

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of this event.